Event description:
Pt was advised to address poly wear and osteolysis, and loosening of the tibial tray. It was noted that multiple tibia cysts believed to be secondary to poly debris were present.

Manufacturer narrative:
Eval was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about reported device loosening. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.